Event description:
A malfunction alarm identified as malf 12 was reported, which caused the customer's blood glucose level to display as "high". The customer responded by administering a correction bolus via the pump and did not require assistance from a third party. Technical support provided the customer with information on resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to call back if any malfunctions reoccurred.